Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The harvester noticed that there was a defect with the jaws of the harvesting tool. The metal portion of the jaws was separating from the protective coating. Due to this defect the device was initially removed from the surgical field. A new device was opened to finish harvesting the vein and no adverse outcomes occurred due to this defect. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the tool handle and jaws. The silicone insulation of the cold jaw was peeled and torn partially exposing the metal part of the cold jaw. The torn portions of the silicone insulation were not returned to the factory. Microscopic inspection showed the heater wire on the hot jaw was slightly flexed but remained attached to the jaw. Based on the returned condition of the device and the results of the evaluation, the reported failure "material twisted/bent" was confirmed. The analyzed failure "peeled jaw" was also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The harvester noticed that there was a defect with the jaws of the harvesting tool. The metal portion of the jaws was separating from the protective coating. Due to this defect the device was initially removed from the surgical field. A new device was opened to finish harvesting the vein and no adverse outcomes occurred due to this defect. The hospital did not report any patient effects.